Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety test failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the electrical safety test failed. Bench repair is currently pending.

Manufacturer narrative:
E: (B)(6) reporter phone : (B)(6).